Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with the pulse generator in backup mode. The patient was brought into the clinic. The patient had undergone multiple procedures for cancer treatment. After a firmware download, normal device function resumed.